Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pain and suffering, mental anguish, emotional distress, disfigurement, physical impairment, other serious injury and loss, and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.